Event description:
It was reported that during a trial implant the white stylet was removed and the physician attempted to advance the green / blue stylet. The green / blue stylet could only be advanced halfway into the lead before it got stuck. A new lead was opened and the same issue occurred. The third lead worked. The patient recovered without sequela, and it was reported that the patient was fine.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3777-60, serial (B)(4) found the lead stylet coil was perforated by the stylet.